Event description:
The guidewire kinked while trying to feed on the next dilator size during a progressive dilating procedure. The exact number of uses is unk however the devices were relatively new, within the last 6-9 months, and were not used daily but intermittenly. It is unk if the device was used to complete the procedure.